Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing; noise was also noted on the right ventricular channel. Noise events were present during the night. The lead was scanned for externalized conductors in 2014; results were negative. No intervention was performed. The patient will continue to be monitored.